Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant injury. In a follow-up, the surgeon reports the outcome of the event as "good"; and states that, in his opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/17/2008 by fax and mail. A completed questionnaire was received on 09/18/2008.